Event description:
It was reported by the customer that the device overheated during a procedure. The procedure was completed using a backup device. There were no adverse consequences alleged with this event.

Manufacturer narrative:
Alleged complaint could not be duplicated as the device was seized. Internal components were evaluated which revealed the presence of foreign debris contamination within the motor assembly and worn bearings.